Manufacturer narrative:
The customer troubleshot the malfunction with the covidien technical service engineer (tse) over the telephone, and was suggested to replace the battery. The customer reported that they replaced the battery, and the unit passed all calibrations and testing. The customer reported that they disposed of the battery. (B)(4).

Event description:
It was reported by a customer that during patient use, the 840 ventilator stopped cycling and the screen went black to immediately (within 6 seconds) powering itself back on. The screen was blue, and the device was removed from the patient. There is no reported patient injury.